Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code. See MDR 3013394970-2017-00531.

Event description:
The user facility reported there was a kink in the locator. The following information was provided by the user facility: the locator was not inserted into the sheath due to resistance. When the locator was inspected, a kink in the tip of the locator was observed. The device was not used and was replaced by another angio-seal device. The same incident happened with the second device, the second device was replaced by a third angio-seal device. The third device was used without incident. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. Hemostasis was successfully achieved by the third device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.